Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The article ¿whole-mount specimens in the analysis of en bloc samples obtained from revisions of resurfacing hip implants¿ by ioannis stogiannidis et al reports revision case series of early failures of four femoral implants (at < 4 years). The four patients underwent to revision surgery in which 3 cases showed femoral neck fracture (with bhr and asr implants) and 1 case showed loosening and varus position of the femoral component (with durom implant). All the patients are identifiable for reported adverse event. There are three males ((B)(6) years) other implants and one female ((B)(6) years) who primarily operated for osteoarthritis by using following implant: asr (depuy, leeds, UK) ¿ 55/f. Fractures were occurred due to a fall. Histopathology was characterized by new but also partly healed trabecular microfractures, bone demineralization, cysts, metallosis, and abnormal formation of new woven bone. All samples displayed signs of notching, osteoporosis, and aseptic necrosis, which seemed to have been the main reason for the subsequent development and symptoms of the patients and revision operations of the hips.